Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the stenosis is unknown, however may be related to patient factors (pre-existing valvular disease process) and/or the mechanisms described above restenosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately five years and two months post implantation of a 26mm sapien xt valve in the aortic position, the patient presented with decompensated heart failure. The peak gradient measured 55mmhg and mean gradient 41mmhg. The valve leaflets were severely thickened and there was restricted leaflet mobility. There was no report of pannus, thrombus or vegetation. There was no 2nd valve implanted as patient was not clinically fit for intervention and subsequently passed away. The patient died of multi-organ failure but there were multiple co-morbidities contributing to the condition together with decompensated heart failure secondary to stenosis of the tavi prosthesis. Of note, the physicians were considering repeat valve intervention if patient condition improved.

Manufacturer narrative:
Procedural cine images, 2 day echo, 5 year echo (tee) and 5 year echo were submitted for review. The following observations and impression were made by an edwards physician proctor. Procedural cine: - aortic root shot (massively dilated aortic root/aneurysm, massive diffuse calcifications) - series of bav - third bav with balloon slipping out of the annulus - no sequence of valve alignment - good result post deployment, no significant pvl echo post-procedure - proper tavi function echo 5-years fu: - (severely reduced lvef) - moderate to severe stenosis of the tavi prosthesis - tavi prosthesis with severe leaflet calcification and restricted mobility tee 5-years fu: - no relevant regurgitation visible on color doppler impression/recommendations: initial implant showed a good post-procedural result. 5 year fu echo confirms moderate to severe tavi stenosis as a result of svd (leaflet calcification and restricted mobility). Lvef is severely reduced. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.